Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). E.1. Initial reporter facility name: (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, part of the rubber plug is missing. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, part of the rubber plug is missing. No patient impact reported.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 19-jan-2024. H6: investigation summary: bd received one customer sample and four customer photos for review and analysis. After review and analysis of the customer photos, improper assembly is not seen as the stopper is intact; however, the stopper is appeared to be damaged. Therefore, bd is unable to confirm the customers reported defect of improper assembly based on customer photos. Additionally, bd is able to confirm disfigured product/component based on customer photo analysis. 1 customer sample was subjected a visual inspection for damaged rubber stopper. 1 of 1 customer samples failed. Therefore, bd is able to confirm/duplicate defective product/component based on customer sample analysis. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records, no definitive root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.